Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads...keep working their way off - oral-b [device breakage] brushheads...very loose fit on the toothbrush - oral-b [device connection issue] case narrative: consumer via e-mail stated that the replacement oral-b toothbrush heads had a very loose fit on the oral-b toothbrush and kept working their way off whilst brushing. No injury was reported. 17-feb-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3764. The concomitant product lot was r94942320. No injury was reported.

Manufacturer narrative:
On 04-may-2023 product investigation results: product was identified as a non-genuine oral b product, it was not manufactured under p&g control.

Event description:
Brushheads: keep working their way off - oral-b [device breakage]. Brushheads: very loose fit on the toothbrush - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the replacement oral-b toothbrush heads had a very loose fit on the oral-b toothbrush and kept working their way off whilst brushing. No injury was reported. On 17-feb-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3764. The concomitant product lot was r94942320. No injury was reported. On 10-mar-2023 case update: the suspect product was oral-b power power oral care refills crossaction eb50 brush set. No injury was reported. On 04-may-2023 case update from information initially received on 10-mar-2023: the suspect product lot was c636. No injury was reported. On 04-may-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.